Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019 . The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The device logs confirmed errors 1115, 111b and 1104. The customer was then unable to power the device off unless the ac power and battery were removed. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that the unit shut down without any alarm. Then the unit would not power on until the ac power cycled. When device did power on, it declared alarm 1115(auxiliary alarm supply failed), 111b (35 v supply failed) and 1104 (backup alarm failed). It also declared circuit occlusion and low oxygen pressure alarms. The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.